Event description:
It was reported that the user noted insulin odor and suspected a leaking cartridge, with sustained hyperglycemia up to 300 mg/dl despite changing supplies; the device issued prolonged high glucose alerts. Symptoms included hyperglycemia without ketosis, loss of consciousness, or other acute complications. Outcomes included no need for medical intervention, no hospitalization, and eventual return of glucose to range. Investigation included user counseling on potential causes of cartridge leakage, inspection of the in-use cartridge for visible leaks, and continued monitoring. Investigation of this case revealed no observable leak in the current cartridge and no device alarms beyond high glucose alerts, indicating a possible transient infusion or cartridge handling issue without confirmed hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to confirm a cartridge leak and absence of device malfunction findings.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.